Event description:
Customer reports problems with dap, and system will not save images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ips and power cord. System operates as intended.